Event description:
On 04-sep-2025 the reporter stated that the user experienced hypoglycemia with blood glucose (bg) of 39 mg/dl and became unresponsive. The caregiver called ems, and the user was transported to the hospital where the user was treated with intravenous insulin therapy and discharged on (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.